Event description:
The user facility reported that, during a code situation, they went to assemble the resuscitator, they could not fit the 22mm connector of the mask to the resuscitator. They obtained another resuscitator and the mask was assembled and the device functioned as intended. The pt reportedly passed away, however the user states that the delay, due to this problem, was only seconds and did not contribute to the demise.